Event description:
There was no reported pt impact associated with this complaint. The rptr states that the pump has been intermittently responsive to keypad presses for between one and two months. He stated that the buttons needed to pressed hard and multiple times to achieve a pump response. He said the pump has not been exposed to moisture.

Manufacturer narrative:
The device was not returned to animas for eval. If the device is returned an eval will be conducted and a supplemental report will be filed. No conclusions can be made at this time.